Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap was loose and protruded on the insulin pump. The insulin pump was out of warranty. The reporter's blood glucose was normal and no medical treatment required. Nothing further reported.